Event description:
It was reported that the scalpel included in the cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray was found to be rusted during an unknown procedure on a patient of unknown age and gender. The medical staff had already used the rest of the kit before seeing the scalpel. The rusted scalpel was not used on the patient. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
D1 - device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. D4 - rpn: c-utlmy-701j-rsc-abrm-hc-fst-a-rd. E3- occupation: procurement specialist. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the scalpel included in the cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray was found to be rusted during an unknown procedure on a patient of unknown age and gender. The medical staff had already used the rest of the kit before seeing the scalpel. The rusted scalpel was not used on the patient. It was confirmed that the patients did not experience any adverse effects due to this occurrence. Reviews of the documentation, including the complaint history, device history record (DHR), quality control procedures, instructions for use (IFU), as well as visual inspection of the returned product, were conducted during the investigation. Cook received one scalpel from the customer for evaluation. Visual inspection of the scalpel confirmed there was rust on both sides of the blade and inside the plastic blade cover. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling: the product IFU, [c_t_ctulmabrm_rev7] ¿cook spectrum central venous catheter minocycline/rifampin antibiotic impregnated power injectable,¿ provides the following information to the user related to the reported failure mode: how supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ evidence gathered upon review of dmr, product labeling, DHR, and device failure analysis, does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that cook was unable to establish a cause for this failure. It is possible that the vial of lidocaine broke during shipping and caused the rust on the scalpel. However, cook cannot confirm that possibility without more information regarding the vial of lidocaine. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6 - annex e and annex f. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 17jul2024, it was confirmed that the patient did not experience any adverse effects due to this occurrence.